Manufacturer narrative:
One vial of test strip lot 397396-15 containing >10 test strips and the meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Masterlot strips: test 1: 3.1, test 2: 1.4. Customer strips: test 1: 3.2, test 2: 1.4. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The meter result was 8.0 inr and the result using a second meter owned by the customer was 3.0 inr. The therapeutic range was 2.5 - 3.5 inr.